Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis performed longevity calculation and was found not to be within expected limits. The cause of premature depletion was not determined. (B)(4). (B)(6). MFR name: st jude medical (B)(4); no complaint received with return of the device. Failure (event) observed during analysis.